Manufacturer narrative:
Date sent to the FDA: 9/24/08. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Customer reported that she developed redness, itching and pain at every suture line following a bilateral breast reduction. The pt was prescribed antibiotics; no resolution was noted. The pt was then prescribed prednisone with improvement of symptoms. Additional info was requested; no further info was provided.